Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a female patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported the patient was "born with digestive issues and is missing some enzymes that she cannot take because she has a fetal reaction." The patient also had preexisting gastroesophageal reflux disease (gerd). The patient had her stomach pumped in the past and had "her back crushed in the past."she also had "problems with paralysis in the past before she got the pump." She had a preexisting back and esophagus surgery. She has paralysis intermittently in her digestive system. The patient had neurogenic issues before the pump was implanted. It was also reported the patient had fallen and had pain as a result. On an unknown date, "everything in her digestive system shut down" and she had to have her stomach pumped. The patient was to see a specialist regarding the issues and they thought it was related to the pump. With age and scar tissue, the issues were increasingly getting worse. The patient wanted to know if the pump could be related to the issues she was having. The patient reported that since the pump was implanted she does not feel like the pump had caused more of her neurogenic issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.